Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with ketone levels of 1.6 mmol/l; cause was insulin drips were not observed to be exiting the tubing during the load fill process. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. During troubleshooting, customer confirmed use of room temperature insulin, proper removal of air from cartridge, and no reuse or overfilling of cartridge, then changed infusion set and cartridge and successfully resumed insulin therapy.